Manufacturer narrative:
The results of this investigation concluded cusps 2 and 3 contained tears/perforations. There was outflow thrombus on cusps 1 and 2. There was fibrous pannus ingrowth on the inflow surface of cusp 1. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of fibrin, pannus, and tears/perforations were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015, a 25 mm epic supra valve was implanted. On (B)(6) 2016, a high gradient was present and a perforation was reported in one of the cusps. The valve was explanted and replaced with a 25 mm trifecta valve. The patient is reported to be stable.